Event description:
The reporter stated that the device reading was in the 400 mg/dl range and he dosed insulin based upon the result. He began to feel strange and called the emts. He said theemts could not test his glucose because it was too low. He was treated with a glucose IV and taken to the hospital. The device was replaced and requested to be returned for evaluation.